Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No button error alarm noted. No moisture damage on electronics noted. The insulin pump has cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it may have been exposed to perspiration. Her blood glucose level was 123 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.